Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 223 mg/dl at the time of incident. The customer's blood glucose was 200 mg/dl and sensor glucose was around 55 mg/dl. The customer stated that the needle hub got stuck and did not come out. The customer stated that the insulin pump triggered threshold suspend feature. The customer stated that they received a calibration error alarm. The customer was advised to perform a find lost sensor. The customer stated that there was a curved cannula on the previous sensor. The sensor will be replaced and will be returned for analysis.